Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: there was no damage or peeling to the keypad. The up and down arrow buttons had an intermittent response. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the battery compartment was cracked. There was also a crack at the corner of the display. Also unrelated, the battery cap was damaged with stripped threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.